Event description:
A surgeon reported that a pt states she sees a dark center, post cataract surgery and intraocular lens(iol) implant. It was reported that the pt's visual acuity is 20/50 when looking to the side.